Event description:
Stapler would not open, handle would not move at all. Was not used on pt, failure was noted when first trying to operate the stapler.======================manufacturer response for stapler, echelonflex 60 (per site reporter).======================I am sending this back for a replacement product.